Manufacturer narrative:
The lesion was in the rca. The rca was fixed with a 6f medtronic guide catheter with support from a non-medtronic guide extension catheter. Two non-medtronic wires were used. A non-medtronic stent was also advanced. The same failure to cross and stent deformation issue occurred with the non-medtronic stent. Finally, another non-medtronic stent was successfully deployed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Kinks were evident on the distal shaft and the hypotube. Tactile testing confirmed kinks. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 6th and 7th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a lesion. It was reported that the stent was unable to cross the proximal artery due to tortuosity. The stent was removed from the patient with stent deformation noted. There were no patient complications reported.